Manufacturer narrative:
(B)(4).

Event description:
"The catheter which connect to luer-lock connection (blue head) was broken".

Event description:
"The catheter which connect to luer-lock connection (blue head) was broken".

Manufacturer narrative:
Qn#(B)(4). The customer returned a three-lumen cvc for analysis. Signs-of-use in the form of biological material was observed. Additionally, the catheter body was intentionally severed. Visual analysis revealed that the medial extension line had separated approximately half-way down the extrusion. The extension line extrusion appeared tapered on either side of the separation. Microscopic examination revealed that the point of separation was jagged and not uniform. Additionally, small holes were observed on the extension line body directly adjacent to the point of separation. The shape of the holes appears consistent with damage due to exposure to high temperatures. The point of separation on the medial extension line measured approximately 50mm from the juncture hub. The total extension line extrusion from the luer hub to the juncture hub measured approximately 116mm, which is slightly longer than the nominal value of 110mm per the catheter graphic. The tapering of the extrusion likely contributed to this. The medial extension line outer diameter (in areas not tapered) measured 2.17mm, which is within the specification limits of 2.13mm-2.21mm per the medial extension line extrusion graphic. The medial extension line inner diameter (measured at the luer hub) measured 1.45mm, which is within the specification limits of 1.42mm-1.50mm per the medial extension line extrusion graphic. A manual tug test confirmed that the medial extension line extrusion was secure within the luer hub and the juncture hub. Manufacturing was contacted as part of this complaint investigation. They confirmed that exposure to an external heat source caused or contributed to this event. They also indicated that this could not have been caused during manufacturing as they perform a 100% leak-flow test and a 100% swg test. Packaging was also contacted as part of this complaint investigation. They stated that it is possible for this damage to have occurred during the sealing process; however, this cannot be confirmed without the tray and the lidstock to evaluate. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of an extension line separation was confirmed through complaint investigation. Visual analysis revealed that the medial extension line had separated in approximately the middle of the extrusion. Microscopic examination revealed small clusters of holes on either side of the separation. Aside from this, the medial extension line met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Manufacturing and packaging were contacted as part of this complaint investigation. Based on the comments and the sample received, and without the packaging to evaluate, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.